Event description:
This retrospective pregnancy case was reported by a physician and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and uterine perforation ("essure punctured the back outside to the uterus, right posterior of the") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "the patient did not have essure confirmation test" in 2017 and device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 9 months 21 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with methotrexate and surgery (lap tubal on (B)(6) 2017 and she is scheduled for a hysterectomy to remove essure coil on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device had resolved and the uterine perforation outcome was unknown. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and uterine perforation with essure. The reporter commented: on (B)(6) 2017, they did a lap tubal and found the essure punctured the back outside to the uterus, right posterior of the uterus. Patient is scheduled for a hysterectomy to remove essure coil on (B)(6) 2017. The patient completed a form on line about essure problems and was contacted by a lawyer. Medical records have been requested and lawyer is trying to determine if there is a case. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2017: ectopic pregnancy. Pregnancy test - in (B)(6) 2017: positive. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.